Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 (mg/dl). Customer consumed lunch to treat bg level. Reportedly, customer has been in contact with health care provider (hcp) regarding pump settings. During troubleshooting with tandem technical support, pump settings were adjusting according to hcp specifications.